Event description:
It was reported that an ams700 accessory kit was opened /used at a procedure for a patient implanted with a ams700 inflatable penile prosthesis. It is unknown what occurred at the procedure or the reason for the procedure. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis did not cycle. The device was replaced. The patient had no complications or injury. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.